Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 144 mg/dl, and the meter bg reading was 90 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal delivery, customer's bg level lowered to 36 mg/dl. Bg was addressed via consumption of carbohydrates. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.